Event description:
A report was received that the patient underwent a lead explant procedure due to an unknown reason.

Manufacturer narrative:
Additional information was received that the lead was replaced due to high impedances.

Event description:
A report was received that the patient underwent a lead explant procedure due to an unknown reason.

Manufacturer narrative:
Additional information was received that no further information can be obtained.

Event description:
A report was received that the patient underwent a lead explant procedure due to an unknown reason.